Event description:
It was reported that the system stored false atrial fibrillation episodes due to oversensing of non-physiologic noise. The noise is sometimes very large in amplitude/railing. The patient has a history of an open-heart surgery. Technical services reviewed and discussed some testing and programming options. There is a concern that the electrode is touching the patient's external wires. Office testing was unable to reproduce the noise. The doctor suspects the electrode is fractured. The doctor explanted the entire system and replaced it with a transvenous system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system stored false atrial fibrillation episodes due to oversensing of non-physiologic noise. The noise is sometimes very large in amplitude/railing. The patient has a history of an open-heart surgery. Technical services reviewed and discussed some testing and programming options. There is a concern that the electrode is touching the patient's external wires. Office testing was unable to reproduce the noise. The doctor suspects the electrode is fractured. The doctor explanted the entire system and replaced it with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 24-26mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray shows the sense a conductor had fractured filars in and around the area approximately 24-26mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.